Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low tbil results generated by the unicel dxc 800 pro synchron clinical system. The results provided by the customer are shown. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
The calibration and qc data provided by the customer appeared acceptable. Per service record for this system, the customer had called bci hotline on (B)(6) 2011 to report that during a run they got the error message "all channels saturated". Hotline had the customer press stop and home the system, unload all sample racks. They were then able to reload sample racks with no errors. It is unknown whether this is related to the event. On (B)(6) 2011, it was noted that the instrument was failing the lamp calibration. Fse went on-site (B)(6) 2011 and replaced the wash station motor and the system checked out fine. Fse visited again on (B)(6) 2011 and performed photometer verification which determined the assembly was running out of specifications. Fse replaced the lamp assembly and the photometer. Per fse, on (B)(6) 2011, the photometer was the cause of the tbil issues which were resolved with replacement of that part.